Event description:
It was observed that during the device evaluation, gastrointestinal videoscope experienced the camera cover (c-cover) was burnt. There were no patient involvement.

Manufacturer narrative:
The product was returned for investigation. Based on the results from the investigation, it was confirmed the camera cover (c-cover) was burnt. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.